Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, it was reported that the customer experienced elevated and low blood glucose (bg) levels (values not provided). The customer declined to provide additional information regarding the issue. Subsequently, it was reported that the insulin gauge was inaccurate. The customer declined troubleshooting with tandem technical support.